Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implant, the white peel away bridge of the stylet wire sheared off, which left the stylet intact within the lead. The lead was removed and a new lead was opened and implanted with no issues removing the stylet. It was noted the surgeon is very experienced with dbs lead implant. The event was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. The returned stylet was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the stylet wire and handle were broken around the connector number 3 area due to overstress/damage. The proximal stylet section was not received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of this event determined there was no serious injury associated with the malfunction. The lead/stylet was replaced during the same procedure. Therefore, has been updated to only product problem, "intervention required" no longer applies, and has been updated to malfunction. Conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.